Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -14.00 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. Glares and haloes were observed. Lens remains implanted. Per email from (B)(6) 2021 it was reported to "please accept the form as 'resolved', patient will keep icl for now."

Manufacturer narrative:
B3 - correction: unk. B5 - date when the lens was implanted corrected to say (B)(6) 2021. B5 - additional information received: claim can be accepted as "resolved" per email from (B)(6) 2021. Claim# (B)(4).

Manufacturer narrative:
Date recd by MFR - this product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -14.00 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6). 2020. Glares and haloes were observed. Lens remains implanted. Patient under observation. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.